Event description:
On (B)(6) 2012 it was reported that during the patient's surgery that day to move the patient's lead, electrocautery was used. Diagnostics were performed on the generator prior to surgery which showed the device to be functioning properly with neos=no. After surgery diagnostics showed neos=yes. The patient's settings were output=1.75ma/frequency=30hz/pulse width=130usec/on time=60sec/off time=1.8min and the patient had been implanted in (B)(6) 2011. The surgeon confirmed that the generator was in the sterile field when he used electrocautery. The patient underwent generator replacement that day due to the electrocautery affecting the battery life. The generator was received by the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results and diagnostic test demonstrated that the pulse generator was operating within specification. Burn marks were also observed on the pulse generator can and header, which indicated that the pulse generator may have been exposed to an electro-cautery tool. Product analysis confirmed an output pulse disabled condition due to a perceived low battery voltage; may be related to high energy exposure during explant process.